Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that they were hospitalized due to unconsciousness, diabetic ketoacidosis and cardiac arrest glucose on (B)(6) 2019 with blood glucose was unknown and customer also experienced high blood glucose. Customer¿s blood glucose level was 600 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose. The customer did experienced the symptoms such as diarrhea, nausea, vomiting and had cardiac arrest for 10 minutes and brain damage as a result. Customer was treated with electrocardiogram, magnetic resonance imaging, x-rays, bear hug for warmth, had to slowly bring blood glucose back down, intravenous insulin and heparin for the heart. It was also stated that the insulin pump was not working and buttons were sticking. Bases on report customer was alleging that the insulin pump was under delivering. Trouble shooting was performed for under delivering. Customer was advised to performed displacement test and test was passed. The insulin pump will not be returned for analysis.